Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient developed an infection. The pulse generator and lead was explanted the patient is currently using a temporary pacemaker and is recovering well. Notes: aware: 03/17/2017, rep will talk with the doctor tomorrow to learn if he believes the device was related to the infection. Leads must also be associated with the complaint.